Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Moreover, fluoroscopy was performed in which it showed conductor fracture. The lead was explanted. No additional adverse patient effects were reported.